Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01514.

Event description:
It was reported that the patient underwent a revision procedure approximately thirteen (13) years post implantation due to instability and suspected trunnionosis due to an existing metal head on a metal stem neck trunnion. Explant of head revealed black debris inside head and around the rim, evidence to trunnionosis. Surgeon noted that the joint capsule was unusually worn away, most likely due to the metal issue. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical - (g04) - stem. A 36mm cocr mod hd +9mm, part # 11-363665 from lot 577250, was returned and evaluated against the complaint. Visual inspection found black debris inside the taper. The outer radius is scratched and scuffed. White foreign material from the outside of the cup has transferred onto the outer radius of the head. The head was sent to sem for further analysis. The analysis identified damage over the majority of the surface with severe corrosion attack and abundant corrosion debris. Radiographs were provided and reviewed by a health care professional. Review of the available records identified anatomic alignment of the right hip arthroplasty device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.